Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the devices have leaked, occurring at the connection end of the tubing (where you connect to an extension), were used for chemotherapy, and all 3 affected cassettes were from the same lot. The event occurred immediately on use, there was no patient involvement.